Event description:
Customer's wife called to report the passing. Caller stated that the last blood glucose reading was over 700 mg/dl when customer was taken to the hospital. Customer was hyperglycemic and incoherent. The cause of death was hepaticencephaliopathy, sepsis and carcinoid tumor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.